Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer ref number: 3006705815-2020-00097. Related manufacturer ref number: 3006705815-2020-00098. It was reported the patient experienced inadequate stimulation with their scs system. X-rays were taken and reprogramming was provided but no success for therapy. As a result, surgical intervention may be taken to address issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient¿s scs system was explanted. No reported complications.